Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09600. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt experienced a feeling of stimulation and a pulsing sensation at the top of her spine near lead placement. The pt reported sensation was present even when the stimulation was off. A few hours later, the pt presented to the ER with same symptoms. The pt was advised to consult with her pain physician to determine the resolution to the issue. The pt currently does not have a pain physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.